Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported by the patient that "my wife and I are both very disappointed with this device. I have diminished length as well as the girth, it's not as full as it should be. The shaft looks like a gnarly witches tree. The sensation is about a 2 out of 10. I have to pump it 25-30 times. I've seen the doctor once. I've had a busy life and I need to get back in to see him." The patient stated his surgery was done somewhere around the latter part of april. He doesn't remember the exact date.